Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not power on. The device was reported to be in clinical use. There was no report of harm or other patient impact. The device did not meet specifications for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the 24-volt dc (direct current) power supply as functional. The bme installed a new battery and the issue persisted. The bme requested replacement of the power management (pm) printed circuit board assembly (pcba).

Manufacturer narrative:
The authorized service provider replaced the defective power management board and tested the device to ensure resolution. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed a power management (pm) printed circuit board assembly (pcba) failure as the cause by testing unit with a known working pm pcba. The necessary component is on order and will be replaced once available.